Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The customer blood glucose reading at the time of the call was 400 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The territory manager later called to report that the customer was hospitalized for low blood glucose levels again. The blood glucose reading was 33 mg/dl when he was admitted. Troubleshooting was performed again. Found that the insulin pump delivered a 28 unit bolus in the middle of the night. The customer stated that he did not program that bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.